Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8711, lot# j10855r23,implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a manufacturer's representative (rep) and consumer (con) regarding a patient receiving a dose of 1.44mg/day at a concentration of 15.0mg/ml of hydromorphone, a dose of 9.66mcg/day at a concentration of 100.0mcg/ml of clonidine and a dose of 0.7728mg/day at a concentration of 8.0mg/ml of bupivacaine via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2012, the day after pump replacement, the patient's catheter broke and leaked spilling medication out into the skin, and patient went through withdrawal and overdose. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.